Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of the implant procedure poor thresholds and sensing were noted on the right ventricular (rv) lead. Upon the removal of the lead it was noted the helix was straightened and overextended. The lead was replaced. No patient complications have been reported as a result of this event.